Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the sensor and needle came off with the serter while trying to insert. The customer's blood glucose level was unknown. No further details were provided.

Manufacturer narrative:
A complete analysis of 1 opened and used enlite sensor; unable to confirm insertion needle anomaly due to the customer did not return the insertion needle.